Manufacturer narrative:
The manufacturer did not receive the device. Op reports, two x-rays and one pictures were provided. Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available, that changes this assessment, an amended medical report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an anatomical shoulder, humeral stem, uncemented, 7 on he left side on (B)(6) 2009. The patient was revised on (B)(6) 2016 due to pain and loosening. It was stated that the stem was replaced with a longer cemented stem (comprehensive standard size 5) keeping the existing anatomical glenoid in place.

Manufacturer narrative:
A technical investigation was not possible to be performed, as the device(s) were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Trend analysis: no trend identified. Device history records (DHR) review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that the anatomical shoulder humeral stem and head construct were aseptically loose and the patient had to be revised. The glenoid component was left in the patient and a new stem and head were implanted. Review of received data: two undated x-rays and one picture are available for investigation. The x-rays show the left shoulder of the patient in the ap and axillary view with a total shoulder replacement fixed by a cable. The ap x-ray shows a radiolucent line around the implant and around the glenoid pegs. Additionally, it seems that the head-stem construct has moved laterally. This cannot be proven due to the lack of comparative x-rays. The axillary view of the left shoulder shows a radiolucent line around the glenoid pegs. No statement with regards to stem and head position can be made. The available picture shows the stem after explantation. No conspicuousness. Surgical notes of implantation and the clinical visit summary are available for investigation. Surgical notes of implantation performed on (B)(6) 2009 describe in detail the performed surgical steps. The patient shoulder was opened using a delto-pectoral approach and the shoulder was noted to be small and very tight. After dislocation of the head, osteotomy of the head was performed by freehand allowing the intramedullary access to the humerus. Reaming was started and it was reported that there was difficulty (because very small) with the straight broach, but it could be completely inserted. It was reported that "when I went to the next device" the rasp was just tight proximally and one centimeter more was needed. A slot was made on the lateral aspect of the skin that helped a little and it was realized that putting down the rasp would have cracked the humerus. It was reported that "there was no other option" and the rasp was completely inserted. The humerus cracked by 4 or 5 mm. A cable was positioned around the proximal humerus and with this rasp in position, attention was given to the glenoid. After preparation it was reported that there was a great deal of central cavitation in the humeral head and posterior wear on the glenoid. It was also reported that the shoulder was so small and so tight that there was going to be significant difficulty in getting the instruments in. A guide pin could be inserted and the glenoid reamed. It is reported again that the glenoid was extremely small and that there was barely going to be enough glenoid for fit. The peg holes were drilled and the anterior/inferior one broke, but was acceptable due to a present soft tissue envelope. Trialing was acceptable and the definitive component cemented. Trialing with a trial head was performed and the chosen implant size was fixed on the stem for monoblock technique. The broach was removed and the split did not change, so holes were made in the lateral aspect and the definitive stem implanted. The split stayed the same, and the cable was secure. Therefore the surgery was completed by irrigation, head reduction and closure. Clinical visit summary dated (B)(6) 2016 reports patient history, left shoulder exam, and that the revision surgery is scheduled on (B)(6) 2016. The impression reported is painful orthopedic hardware after left total shoulder arthroplasty. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the product combination was approved by zimmer biomet. The steps reported in the implantation report are consistent with surgical technique anatomical shoulder system. Root cause analysis, dfmea: aseptic loosening due to wrong radii combination, normal use, overload, wrong positioning. Possible: in the surgical report of implantation it is described that the patient has a very small shoulder and that in order to implant the stem the surgeon split the humerus about 4 or 5 mm and fixed the slit by tightening a cable. It is possible that the breakage of bone during implantation contributed to the headstem loosening. Bone fracture, loosening due to wrong geometry of uncemented fins/ cemented surface, use of cemented stem without cement, wrong positioning, insufficient bone. Possible: in the surgical report of implantation it is described that the patient has a very small shoulder and that in order to implant the stem the surgeon split the humerus about 4 or 5 mm and fixed the slit by tightening a cable. It is possible that the breakage of bone during implantation and patient small anatomy contributed to the head-stem loosening. Bone fracture, loosening due to wrong geometry of uncemented fins, wrong positioning, insufficient bone, wrong size of the rasp. Possible: in the surgical report of implantation it is described that the patient has a very small shoulder and that in order to implant the stem the surgeon split the humerus about 4 or 5 mm and fixed the slit by tightening a cable. It is possible that the breakage of bone during implantation and patient small anatomy contributed to the head-stem loosening. Loosening due to wrong geometry of uncemented fins/ cemented surface, use of cemented stem without cement, wrong positioning, insufficient bone, wrong size of the rasp. Possible: in the surgical report of implantation it is described that the patient has a very small shoulder and that in order to implant the stem the surgeon split the humerus about 4 or 5 mm and fixed the slit by tightening a cable. It is possible that the breakage of bone during implantation and patient small anatomy contributed to the head-stem loosening. Loosening / allergic reaction due to corrosion of particulate metal, due to fretting, leads to adverse body reaction. Possible: unlikely, but cannot be excluded as no product has been returned . Thermal necrosis and/or implant loosening and impossibility to use MRI scanning due to MRI: magnetically induced displacement force and torque. Radiofrequency induced heating. Image artifacts. Possible: cannot be excluded as no product has been returned . Surgery failure (e.g. Aseptic loosening, fracture of implant, fracture of bone, wrong soft tissue balancing, etc.) Due to insufficient, unavailable or over complicated surgical technique. Not possible: surgical technique anatomical shoulder system is available and explains in detail the surgical steps to be followed. Surgery failure (e.g. Aseptic loosening, fracture of implant, fracture of bone, wrong soft tissue balancing, etc.) Due to missing or unclear information regarding cross compatibility between existing zimmer systems and sizes. Not possible: surgical technique anatomical shoulder system and IFU are available and explain in detail compatibility. Damage to bone through intraoperative corrections affect performance in-vivo (i.e. Loosening, migration, misalignment) due to intraoperative corrections might contribute to poor long-term results. Possible: in the surgical report of implantation it is described that the patient has a very small shoulder and that in order to implant the stem the surgeon split the humerus about 4 or 5 mm and fixed the slit by tightening a cable. It is possible that the breakage of bone during implantation and patient small anatomy contributed to the head-stem loosening. Conclusion summary: in the surgical report of implantation it is described that the patient has a very small shoulder and that in order to implant the stem the surgeon split the humerus about 4 or 5 mm and fixed the split by tightening a cable. The splitting of the humerus was done according to the report as "there was no other option". The implanted stem is size 7 stem which was the smallest stem available in the portfolio. To be mentioned that the new anatomical shoulder 2.0 system include also stems smaller than size 7. Such small patient anatomy could possibly have been detected with a careful pre-operative planning. It is possible that the breakage of bone during implantation and the patient small anatomy contributed to the reported head-stem loosening. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).